Manufacturer narrative:
Lox catheters, transluminal coronary angioplasty, percutaneous. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of manufacturing records related to the batch was not possible because the batch number is unknown. The root cause is anticipated procedural complications as the event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Clinical study. Same case as MFR report #: 2134265-2009-03203. It was reported that during a percutaneous coronary intervention (pci) procedure, a vessel dissection occurred. The index procedure treated the 80% stenosed, 3.0x12mm target lesion located in the mildly calcified mid left anterior descending (lad) artery. Treatment consisted of pre dilation with two maverick balloons (2.5x12mm, 3.0x12mm) at 10 and 8 atm's and a grade b dissection occurred. A 3.0x16 taxus element study stent was advanced but did not cross. A second 3.0x16mm taxus element was successfully deployed at 12 atms and was used for bail out treatment. Post dilation was performed with a maverick balloon at 18 atm's resulting in 0% residual stenosis. The patient was discharged the next day on asa and clopidogrel.